Manufacturer narrative:
Review of the most recent repair record identified the following related repair: the cutters were inspected and found to be damaged; failed test cut. The reported damaged could impact the performance of the device and contribute to the reported event. The cutters were not repaired, the cutters were returned to the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
Device dragging skin during surgery. Reported no injury to patient. There was no adverse event reported as a result of this malfunction.